Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, broken battery tube threads and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump has cracks at the reservoir compartment, and the reservoir will not stay in. Customer's blood glucose level at the time 201mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.